Event description:
It was reported that a channel error occurred on an unstable patient in ventricular tachycardia (vt) while the doctor was preparing for synchronized cardioversion to treat the arrhythmia. The patient was on a norepinephrine infusion (drip) for blood pressure support. A "red alarm" channel error occurred which stopped the norepinephrine infusion and the hypotension worsened. It was reported that there was an unspecified serious injury to an already unstable patient. They were unable to clear the alarm and required a new channel to restart the infusion. There was no further information regarding the event or outcome of the patient.

Manufacturer narrative:
The customer¿s complaint of channel error was confirmed. The pcu logs were not provided for investigation. Review of the suspect device error log showed a sensor broken high failure (240.4150.0) was recorded on the reported event date at 8:11 am. Review of the suspect device event log showed the suspect device alarmed for patient side occlusion twenty- eight times between (B)(6)2020. On (B)(6)2020 at 8:11 am, the suspect device was infusing an unknown medication at a rate of 9.375 ml/hr when it recorded a channel malfunction for sensor broken high failure (240.4150.0) and the device was channeled off. Testing showed the pressure sensors were faulty. Inspection of the device showed corrosion on the pressure sensor pins and cable connectors; the solder on the upper pressure sensor was observed damaged. After replacement of the faulty pressure sensors with known good sensors, the devices performed within specification the root cause of the customer¿s complaint of channel error was identified as damaged pressure sensors. The solder joints on the upper/bottle side sensor were observed cracked. The sensor¿s contact pins move freely from side to side, which has the potential of shorting. Device history review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (08/24/2011). A review of the device service history record was performed beginning from the date of manufacture to the present date (12/02/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a patient is unstable ventricular tachycardia. Norepinephrine drops were started for blood pressure support. Mds (medical doctors) were at bedside preparing for synchronized cardioversion. A red alarm "channel error" on alaris pump with norepinephrine drops stopped and worsened hypotension. Potential for death in an already unstable patient. They were unable to clear alarm and required a new channel. There was serious injury to the patient.